Manufacturer narrative:
Analysis of programming and device diagnostic history performed.

Event description:
While reviewing programming history found in the manufacturer's programming history database for the patient it was found that the patient came into an appointment on (B)(6) 2007 at programming off. At the previous appointment there was a faulted diagnostic and no final interrogation. It is unclear if the patient was programming off intentionally or of they were turned off by an incomplete diagnostics. The patient had his settings back on (B)(6) 2007. Again the patient was found turned off suspected to be due to an incomplete diagnostic on (B)(6) 2008. The settings were corrected that day at the appointment. At the prior appointment on (B)(6) 2007 there were faulted diagnostics and there was no final interrogation performed.